Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. An attempt was made to interrogate the device and it was noted the icm could not be communicated with. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis identified a latent current leakage path within the battery that resulted in the observed premature battery depletion.

Event description:
It was reported that the insertable cardiac monitor reached the recommended replacement time (rrt) unexpectedly. Technical services review of the device data determined that the device was depleting prematurely. Device replacement was recommended. It was also mentioned that the patient experienced discomfort and pain. The icm was subsequently explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that the insertable cardiac monitor reached the recommended replacement time (rrt) unexpectedly. Technical services review of the device data determined that the device was depleting prematurely. Device replacement was recommended. It was also mentioned that the patient experienced discomfort and pain. The icm was subsequently explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.